Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that clogged the nozzle could not be identified. It was unknown whether there had been deviation from the instruction for use during the reprocessing steps. There was no damage to the area where foreign material was detected. As a result, a definitive root cause could not be established. The instruction manual states the detection method associated with the event in "IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.